Manufacturer narrative:
Multiple photographs of the manometer were provided in support of the investigation. It was confirmed that there were ink stains present on the outside of the manometer. Which are not in accordance with manufacturer specifications. The root cause of the reported event was determined to be related to the mishandling of the device during the manufacturing process, resulting in ink stains on the outside of the manometer. To address the issue, a notification was provided to all manufacturing operators to notify regarding this issue, and a (B)(6) implementation in the machine fixture to prevent the issue from occurring. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that there were ink stains on the surface of manometer. There was no patient involvement reported.

Manufacturer narrative:
Multiple photographs of the manometer were provided in support of the investigation. It was confirmed that there were ink stains present on the outside of the manometer. Which are not in accordance with manufacturer specifications. The root cause of the reported event was determined to be related to the mishandling of the device during the manufacturing process, resulting in ink stains on the outside of the manometer. To address the issue, a notification was provided to all manufacturing operators to notify regarding this issue, and a poka-yoke implementation in the machine fixture to prevent the issue from occurring. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that there were ink stains on the surface of manometer. There was no patient involvement reported.